Manufacturer narrative:
(B)(4). Batch # r93c5y. Device analysis: the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, a "replace instrument" alert screen was displayed. Changed to another device to complete the surgery. There was no patient consequence. No additional information can be provided.